Event description:
It was reported that the catheter spontaneously fell out of the patient with a ruptured balloon on (B)(6) 2020. The catheter was replaced, and the patient experienced increasing pain due to re-catheterization. Per additional information received via email on 12jun2020 from ibc representative, the detached balloon and urethral catheter were complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter spontaneously fell out of the patient with a ruptured balloon on (B)(6) 2020. The catheter was replaced, and the patient experienced increasing pain due to re-catheterization. Per additional information received via email on 12jun2020 from ibc representative, the detached balloon and urethral catheter were complete.